Event description:
Customer allegedly obtained a result of 3.1 inr on the coaguchek xs system and 2.1 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.